Event description:
A malfunction alarm was reported with malfunction code 3, but there was no adverse impact to the customer's blood glucose level. The pump was confirmed to be under warranty, and tandem technical support arranged to replace it. The customer was instructed to use multiple daily injections (mdi) as a backup to ensure continuous insulin delivery, and they acknowledged understanding how to put the pump into storage mode for return. Additionally, the customer agreed to return the faulty pump using the pre-paid label within ten days.